Event description:
Spontaneous call with patient in regards to his cadd legacy pumps recently received. Patient states both new pumps are turning on but continue to beep. Every time the patient attaches cassette to the new pump they alert with no disposable. Patient says he then used that same cassette and attached it to his old pump, and it worked just fine. Because of this, rph is not sure if the issue is with the cassettes (advised patient that we have been having issues with defective cassettes and the pump not recognizing those cassettes and alarming with no disposable, pump won't run but since the same cassette works with old legacy pumps and not the new pumps it may be a pump issue). Advised patient to return the 2 new pumps we just sent him a few weeks ago. Advised patient to keep using his old pumps that are working and we will send him 2 new pumps, serial number of the 2 new pumps we just sent to pt are: (B)(4). Advised pt to call us immediately if he has any issue with his old pumps. Advised pt to try out the new pumps we will be sending him and make sure they work correctly first before sending the old pumps back to (B)(6). Pt verbalized understanding. Cassette lots not known. No further info available. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette/pump available for investigation? Yes; did we [MFR] replace the cassette/pump? Yes; did the pt have add'l cassettes/pumps they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/caregiver.